Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2010, the pocket was opened and it was noted that the rv lead was not secured properly. The rv lead was re-secured.

Event description:
It was reported that after the implant, no capture was found on the rv lead. The pocket was re-opened and it was observed that one of the screws was not secured properly. The screw was retightened and the high voltage lead impedance were normal. On (B)(6) 2010, the patient's device had a vibratory alert notification stating the hv lead impedance had increased. The lv lead was not capturing and was programmed off. The lead will be scheduled for repositioning.